Manufacturer narrative:
(B)(4). Results and conclusion summation - balloon ruptures can be affected by numerous factors. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation during the procedure. Based on the info received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined, however, there is no indication of a product quality deficiency.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon ruptured at 3 atm during the first inflation. Reportedly, there were no pt effects. No additional event or pt info is available.